Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient was revised to address unknown loosening. Loosening occurred at an unknown interface. Cement manufacturer is unknown. Update 2/22/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the lateral femoral implant condyle was loose at the cement to implant interface. The tibial component was also loose at the cement to implant interface. The cement manufacture is still unknown. The patella was noted to be solid and not revised. Pain was associated to the loosening. The previously reported unknown knee component will be changed to the femoral component and the tibial component will be added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.